Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified to be underweight, a crease fold, one curved opening on the radius and observed a 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: one opening crease sharp on the radius, wear abrasion and stress marks. Based on the device analysis the final assessment is: one crease sharp opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.